Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An additional call from the consumer determined that the patient was still "putting out a lot of urine" and needed to change 4-5 pads over the weekend. The patient changed programs twice and wanted to meet with the manufacturer representative (rep) and talk with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported they wanted to try program 2 because program 1 still wasn't helping. The patient moved to program 2 at 3.5 v and didn't feel stimulation so she raised stimulation to 4.3 and reported feeling stimulation. The patient was going to try that setting and would follow up with their healthcare professional (hcp) if the setting did not help their symptoms. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a loss or change of therapy and leakage. They were going to call the healthcare professional (hcp) office to request in-office instruction. This was noted to be a sudden change, occurring on saturday, (B)(6) 2017, night and all day on sunday. On (B)(6) 2017, it was reported that the patient had an improvement in leaking after adjusting the stimulation, however, it was occurring again, starting on (B)(6) 2017. They increased from 2.5 to 3.1 on program 3 and felt stimulation comfortably. They were going to follow-up with a hcp if necessary. On (B)(6) 2017, it was reported that the patient met with a manufacturer representative (rep) on the thursday prior to the report at the hcp office because of the leaking. They started leaking, again, on the friday prior to the report and was still leaking. They did not feel stimulation and the therapy was on, noting that they were on program 3 at 2.7 volts. They increased to 3.7 volts and felt stimulation in the correct area. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient was still leaking and could not get it to stop. It was noted that the implant seemed to have moved, but was not sure. Patient stated they were getting a picture of a battery plus a picture of their programmer, but upon further description it was confirmed patient was getting the poor communication screen. It was reviewed that the antenna may have moved causing the poor communication, and patient was able to sync with the implant and got to the therapy screen. Patient was on program 4 at 7.1v and confirmed they did not feel stimulation. Patient changed to program 1, increased stimulation to 5.0v, and confirmed they felt stimulation in the bicycle seat area. Patient clarified they experienced leaking about 3 days after the manufacturer representative changed the program, and then later stated it started again that night right after they set up that program. Patient mentioned that before, they were still leaking and had tried all kinds of programs. No further complications were reported.